Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a fault code (1003) for voltage too low for projected remaining capacity had been recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that the patient with this device sought medical assistance due to audible beeping tones. During interrogation, a fault code was exhibited which indicated the device's battery was currently exhibiting a voltage too low to support the projected remaining capacity. To date no compromises in therapy; however, device replacement is the manufacturer's recommendation. No adverse effects were reported. Subsequently, the device was explanted and returned for a post market evaluation. No resulting adverse patient effects and another boston scientific device was successfully implanted.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.